Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed microbubbles in the buffer lines. The fsr replaced the quick disconnect female, buffer level sense, and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect i2000sr did not identify any trends. A review of tracking and trending for the quick disconnect female, buffer level sense did not identify any trends. Review of the manufacturing documentation did not identify any non-conformance's associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect i2000sr for serial (B)(6) or the quick disconnect female, buffer level sense were identified.

Event description:
The customer observed a falsely elevated architect stat highly sensitive troponin-I result on the arhcitect i2000sr instrument for one male patient. Sid (B)(6), initial result 133.3 pg/ml, repeated 25.5 pg/ml (male cut off is 34). Sample was re-spun and tested again in duplicate on (B)(6) and results were 13.5 and 11.2. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result on the arhcitect i2000sr instrument for one male patient. Sid (B)(6) initial result 133.3 pg/ml, repeated 25.5 pg/ml (male cut off is 34). Sample was re-spun and tested again in duplicate on isr01693 and results were 13.5 and 11.2. No impact to patient management was reported.